Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded at the hospital; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small sah cerebral aneurysm, this coil prematurely detached. It was reported that the physician advanced the axium coil through microcatheter and upon advancing out of the microcatheter tip the coil detached prematurely. The coil was removed with a snare retrieval device. A new coil was used and the procedure was completed without further issue. No patient injury was reported.